Event description:
Pt had port-a-cath placed on 2/16/98 for poor venous access. On 6/25/99 pt went to physicians office for lab and to have port flushed. As the nurse was accessing the port to draw blood the pt developed severe lt arm pain, faintness, and then proceeded to pass out developing what was described as seizure activity. She was taken to ER and was admitted. A pac dye study was ordered for suspected leaking port-a-cath. It was confirmed by the study that the catheter was leaking. The pt was taken to surgery on 6/28/99 for removal of the port, however it was found that the tube was not intact and only partial removal of the port was possible. The pt was then taken to x-ray department for attempted snare retreival but this was unsuccessful as it appeared the cath tip was adherent to the vein wall. Eventually the pt went to surgery for an exploration of the lt subclavian and the remaining cath tip was removed. The pt recovered and was discharged, but will remain on treatment for her seizures. The pt has a past history of petit-mal seizures.